Event description:
Customer reported with an issue "channel 4 blocked " air/ water (aw ) aspiration problem . The issue found during a maintenance inspection. No harm was reported. No patient harm, no user injury reported due to the event. Device evaluation found foreign debris was found protruding from the air/water nozzle . This report is being submitted for foreign material (found debris) inside air water nozzle , handling issue, insufficient cleaning.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found foreign debris was found protruding from the air/water nozzle. The blockage present in the air / water nozzle (protruding from the nozzle) was identified to be what appears to be a purple plastic like material. A full technical evaluation was completed in accordance with the OEM specification. The following defects were identified during the investigation: outlet pipe condition- blockage evident. Water flow/water removal test failed, not to specifications. Distal end adhesive found lifting. Evaluation findings has confirmed the reported issue of channel blocked. The issue found to be due to blockage on device nozzle due to foreign debris , attributed to be due to handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon confirmed as a "purple plastic-like" material - however, it was not possible to further identify the nature of the material. A further cause of the suggested phenomenon could not be established. Olympus will continue to monitor field performance for this device.